Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, customer updated pump software and the issue was resolved. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued to use pump for insulin therapy.